Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci sales professional that a pt underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the femoral head. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 5-7mm. Following the procedure, the technician who is a trained user, selected a mynxgrip vascular closer device 6f/7f to close the access site. It was reported that the balloon lost pressure during pullback and the device pulled through the sheath. The pt was converted to less than 30 minutes of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.